Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed on the device which found that it passed all pre-repair assessment/evaluation. No issues were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was getting hot, it ran slow, and sometimes stopped. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.